Event description:
The manufacturer was contacted in reference to a thermal complaint on a ds2adv auto CPAP device. The manufacturer received information alleging the device stopped working and wires burning smell coming from the device. There is no allegation of patient harm or injury. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.